Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g6 transmitter paired, but the sensor did not initially pair with the ilet, prompting guidance to restart the pump and re-enter the sensor code; the ilet then prompted for a blood glucose entry, and after a manual fingerstick, the ilet displayed a blood glucose value of 201, resolving the connection prompt. Symptoms included a temporary inability of the ilet to receive cgm data, necessitating manual blood glucose entry. Outcomes included successful restoration of cgm data display on the ilet and continued therapy without medical intervention. Investigation included customer support troubleshooting and user education on device pairing and manual blood glucose entry. Investigation of this case revealed a transient communication or setup issue between the cgm sensor and the ilet that resolved after restart and code re-entry, with no persistent device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user setup and connection sequence factors leading to temporary loss of cgm communication.